Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 12/1/2017, electrode belt: 9/28/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 at approximately 3:57 am, while wearing the lifevest. The patient was reportedly in the hospital prior to passing. It was reported that the patient's passing was cardiac related and that the device was alarming with asystole alarms. The hospital staff was present at the time of passing. Per clinical review of the available ECG data, the device was started up at 19:34:48 on (B)(6) 2019. The patient was first seen in bradycardia at 40 bpm with CPR artifact. The patient's rhythm then transitioned to an idioventricular rhythm at 60 bpm degrading to asystole with CPR artifact. The patient's rhythm then degraded to vt at 150 bpm with CPR artifact. The patient received the 1st non-lifevest defibrillation while in vf with CPR artifact/motion artifact. The patient's post shock rhythm was vf with CPR artifact/motion artifact. The patient was in vf for approx. 7.5 minutes before receiving the treatment. The patient received a 2nd non-lifevest defibrillation while in vf with CPR artifact/motion artifact. The patient's post shock rhythm was asystole with CPR artifact/motion artifact. The patient was in vf for approx. 1.5 minutes before receiving the treatment. The patient's rhythm then transitioned to asystole with CPR artifact/motion artifact transitioning to sinus rhythm at 80 bpm. The patient received a 3rd non-lifevest defibrillation while in svt at 180 bpm with nsvt. The patient's post shock rhythm was two sinus beats with CPR artifact. The patient's rhythm then degraded to vt at 190 bpm with CPR artifact/motion artifact for approximately 13 seconds before the rhythm transitioned to sinus tachycardia at 100 bpm transitioning to nsvt at 180 bpm with CPR/motion artifact/motion artifact. The patient received a 4th non-lifevest defibrillation while in vt @ 200 bpm transitioning to sinus tachycardia @ 120 bpm. The patient's post shock rhythm was an idioventricular rhythm at 60 bpm with CPR artifact/motion artifact. The patient was in vt for 13 seconds before receiving the treatment. The patient rhythm transitions to vf with CPR artifact/motion artifact for approximately 17 seconds before receiving the 5th non-lifevest defibrillation while in vt at 160 bpm with CPR artifact/motion artifact. The patient's post shock rhythm was asystole with CPR artifact/motion artifact. The patient was in vt for 8 seconds before receiving the 5th treatment. The rhythm then transitioned to an idioventricular rhythm at 60 bpm with CPR artifact. The patient received a 6th non-lifevest defibrillation while in an idioventricular rhythm at 80 bpm with motion artifact. The patient's post shock rhythm was asystole with CPR artifact/motion artifact. The patient received a 7th non-lifevest defibrillation while in asystole with CPR artifact/motion artifact. The patient's post shock rhythm was asystole with CPR artifact. The patient received an 8th non-lifevest defibrillation while in an idioventricular rhythm at 80 bpm with CPR artifact/motion artifact. The patient's post shock rhythm was asystole with CPR artifact/motion artifact. The patient's rhythm transitioned to an idioventricular rhythm at 90 bpm with CPR artifact. The patient received a 9th non-lifevest defibrillation; rhythm at time of treatment was an idioventricular rhythm at 90 bpm with CPR artifact/motion artifact. The patient's post shock rhythm was asystole with CPR artifact. The patient was in an idioventricular rhythm at 90 bpm with motion artifact degrading to asystole with CPR artifact and intermittent cardiac activity degrading to asystole from 03:03:30 until the device shutdown at 04:05:44 on (B)(6) 2019. The device properly detected vt and vf although either the rates were not sustained above the prescribed rate threshold long enough for the lifevest to complete the treatment sequence or CPR artifact prevented the lifevest from treating the patient. There is no indication that the lifevest caused or contributed to the patient death. The patient's equipment was returned and was found to be fully functional, there is no indication of any device malfunction causing or contributing to the patient's death.